Event description:
(B)(4).

Manufacturer narrative:
One used administration set was returned for evaluation. Testing of the returned sample found a leak to originate between the tubing and filter. Visual inspection of the point of leakage revealed a lack of solvent and an under insertion of the tubing into the filter joint during bonding. To prevent recurrence of this issue, manufacturing personnel were given retraining.